Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# va0gh62, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was not feeling stimulation since leaving the hospital yesterday. They were reading the manual and saw there are different settings and wondered if they needed to change setting. Setting was program 2 at1.4 volts and stimulation was on. The reason for implant was going often. The patient was not going to bathroom like she did before but she was still going. The patient planned to try setting for a while and contact hcp (healthcare provider) or patient services if necessary. It was reported over a month later that the patient has not had symptom relief. The patient had 2 post-operative appointments with hcp (healthcare provider) and on monday the hcp told the patient, either device was not working right/ needs adjustment by manufacturer or out of position. The hcp told the patient the representative would call her. The caller was not currently with the patient. The patient never had therapeutic effect. The hcp had adjusted it when it was first installed to the amplitude of 2.0. The patient adjusted it over the span of several weeks to 2.6 which was hurting and now it was back to 2.4 on program 2. At times the patient feels like it shocked her and most times she does not feel anything. When the patient moves around she feels like flutter. The caller reported their therapy was not working as expected.